Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.

Manufacturer narrative:
Technician found the brake caster supports were broken. Technician replaced both brake caster supports to resolve the issue.